Event description:
Approximately 37 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
Event: corrected approximate months from 36 months to 37 months.

Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Study name: (B)(6) - patient ID # (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the right distal sfa and proximal popliteal. Approximately 36 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2018. The physician indicated this is unlikely related to the study device and not related to the procedure.